Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported leak and cracked sidearm were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the common iliac artery. An unspecified guide wire was advanced to the lesion and a 10 x 40 mm armada 35 balloon dilatation catheter (bdc) was advanced over the guide wire, inside the anatomy. However, when connecting the hub of the device to a manometer, a crack was noted on the hub. Additionally, a leak was noted to be coming from the hub. Therefore, the device was removed and another 10 x 40 mm armada 35 bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.